Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that they were unable to establish telemetry with the implantable pulse generator (ipg). There was no magnet response; tried two different programmers. It was noted that the patient stated they had a magnetic resonance imaging (MRI) about two months ago. The device is scheduled to be replaced but currently remains in use. No patient complications have been reported as a result of this event.